Manufacturer narrative:
(B)(4). (B)(6). Date user facility became aware of event: 2019-october. Date of this report: 2019-11-12. Approximate age of device: 20 years. Report sent to FDA: yes. Location where event occurred: (B)(6). Report sent to manufacturer: yes. Manufacturer name and address: medtronic, inc. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole. A heart monitor had indicated a loss of capture with the external pulse generator (epg). The epg had to be switched out for a new device, and capture was noted. The status of the first epg is not known. No further patient complications have been reported as a result of this event.